Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: 09/17/2015. The pump has been returned to animas and investigated by product analysis on (B)(4) 2015 with the following findings: review of the download history did not reveal any records of error, alarm or warning related to the complaint. On examination, the keypad was found to be torn at the ok button. On testing, all the keypad buttons were fully functional and responded normally. The keypad cover was removed for further investigation and did not reveal any evidence of damage, defect or contamination of the keypad buttons contacts. Investigation did not duplicate the alleged tactile changes of the keypad buttons. Unrelated to the original complaint, the battery compartment was found to be cracked from the top all the way down to the case seal.